Manufacturer narrative:
Unit passed self test and displacement test. No unexpected self test alarm noted. Unit had multiple (B)(4) anomaly alarm in alarm history screen. (B)(4) anomaly error alarm due to corrupted history file. Unit had minor scratched lcd window, cracked case at display window corners, cracked reservoir tube lip and scratched reservoir tube window.

Event description:
It was reported that customer received excessive failed self test. Insulin pump would be replaced. No further information provided.